Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 312 mg/dl. The customer stated he had problems with high blood glucose readings for 48 hours. The customer stated that he treated the high blood glucose readings with manual injection. The customer stated that he tried to deliver a meal bolus and did not receive enough insulin. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer will be sent replacement infusion sets.